Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms and high out of range shock impedances measuring greater than 125 ohms. Subsequently, a lead revision was performed, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.